Event description:
Boston scientific received information that in (B)(6) 2014 this pacemaker had approximately 2.5 years of battery longevity remaining however the device declared end of life (eol) in january 2015. The physician suspects premature battery depletion (pbd). No adverse patient effects were reported. As of today the device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.